Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Patient reported they were having trouble getting her implant charged for the last couple of weeks. Pt said, somedays it is great some days will not charge or it takes a very long time to charge, sometimes she spends 4-5 hours trying. Pt said the medtronic rep said to call because she probably needs new recharge antenna (rtm) pt said her controller is charged to 100 percent and she can move it around even when it is right on top of it it still does not find it. Asked pt to do a visual inspection of the rtm and pt reported she sees no visible damage, she has not noticed it getting hot but the donut gets warm. Pt said last night she spent 4 hours and could only get it charged to 70 percent. Pt said right now she was trying to charge and said the screen told her position the recharger where you get the highest number and wait 10 minutes. Pt said she mainly gets looking for device no device found and reposition but she can feel it with her fingers she knows it is in the right place. Worked with pt to continue repositioning the rtm and pt continued to report poor recharge quality with a yellow blinking light not a green blinking light the issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. To replace the rtm. No patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a recharge antenna failure; they received the "poor recharge quality" message. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.